Event description:
It was reported that a home patient (hp) experienced a high drain alarm on a homechoice (hc) device after peritoneal dialysis (pd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. Nothing unusual was identified during troubleshooting for the alarm. The tsr initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new device arrives. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice was returned and analyzed. The reported issue of a high drain alarm was confirmed in an event history log review. No abnormalities were identified during internal/external inspections. The pneumatic system was found to be working within specification limits. The device passed both rite (returned instrument test evaluation) electrical and functional tests. A short simulated therapy was performed successfully. The problem was confirmed in the event history log review, but it was not able to be duplicated during sample evaluation. The cause was use error, tidal total ultrafiltration (uf) removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. The device was sent for servicing for an unrelated issue. Should additional relevant information become available, a follow-up report will be submitted.